Event description:
It was reported that during a da vinci-assisted surgical procedure, a component remained in an active state and appeared to think there was still an active case until the system was rebooted. Troubleshooting first involved reviewing logs, but no related issue was found. The caller then requested an on-site visit to inspect the system, and the call ended. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.